Event description:
It was reported that an er320 was used during a gall bladder procedure. It was reported by the affiliate that the clip would not close on tissue. There was no consequence to the pt.